Event description:
It was reported a patient underwent a transabdominal total hysterectomy+bilateral adnexectomy+abdominal wall mass resection+pelvic mass resection+abdominal adhesiolysis on(B)(6)2026 and suture was used. The doctor used suture for suturing during the operation, but the suture broke and was immediately replaced with new suture . The surgery was successfully completed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information provided: the procedure should be transabdominal total hysterectomy+bilateral adnexectomy+abdominal wall mass resection+pelvic mass resection+abdominal adhesiolysis . The patient was admitted to the hospital due to intermittent abdominal distension for six months. After admission, relevant examinations and preoperative preparations were completed, and surgery of total hysterectomy+bilateral adnexectomy+abdominal wall mass resection+pelvic mass resection+abdominal adhesiolysis was performed. Suture broke multiple times and was immediately replaced with new suture additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? - how many devices demonstrated the alleged deficiency? Do you have any photos available for visual analysis? - please provide the source or name of person providing answers to follow-up questions: -- other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.